Event description:
It was reported that the cover was difficult to get off the wire. The 80% stenosed target lesion was located in the non tortuous and non calcified mid saphenous vein grafts body. A 190cm filterwire ez was selected for use. During the procedure, while walking out the sheath over the wire filter was deployed in graft, it was noted that there was an issue in getting the cover off the filter wire. When walking the cover back, the wire ran out and has to remove the non-peel away cover off the wire. The physician was no longer felt comfortable using this device because she was not able to advance the stent properly. The device was retrieved and it was run through wire. No patient complications were reported and patient was fine post procedure. It was further reported that when advancing the stent, the filter wire could not go any further. The doctor had difficulty to get the rest of the sheath off. There was no difficulty in removing the filter from the patient.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the wire returned inside the delivery sheath and the filter bag came back in undeployed state. It is possible to observe that the wire is kinked at distal section, moreover, the spring tip is bent. No other issues were identify inn the device. Microscopic revealed that under microscope was possible to identify the spring tip bent.

Event description:
It was reported that the cover was difficult to get off the wire. The 80% stenosed target lesion was located in the non tortuous and non calcified mid saphenous vein grafts body. A 190cm filterwire ez was selected for use. During the procedure, while walking out the sheath over the wire filter was deployed in graft, it was noted that there was an issue in getting the cover off the filter wire. When walking the cover back, the wire ran out and has to remove the non-peel away cover off the wire. The physician was no longer felt comfortable using this device because she was not able to advance the stent properly. The device was retrieved and it was run through wire. No patient complications were reported and patient was fine post procedure.